Manufacturer narrative:
On 11-dec-2023, bridges consumer healthcare received additional information from angelini s.p.a who received the information on 30-nov-2023. Batch #: ga0557. Brand code/sku#: f00573301009w. Product count: 4 count. Date of manufacture: 10-sep-2022 to 15-sep-2022. Expiry date: 2025-08-31. Quantity released: (B)(4). Cartons. A 36-month trend analysis has been conducted. The trend analysis returned a total of 128 complaints for lower back/hip (lbh) heat wrap 8 hr products during the period (B)(6)2020 to (B)(6) 2023 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this trend analysis, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lower back hip product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4).there are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This complaint complies with the requirements stated in investigation procedure (B)(4).processing consumer complaints, effective 21-sep-2022 and it is recommended for approval. The audit trail review is positive per (B)(4). Trackwise digital complaints, version 3.0, effective 23-aug-2023. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4).was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with an intentional device misuse and product quality issue. The pi of thermacare heat wraps mentions that burns second degree could be an adverse event of this medical device, whereas it does not mention intentional device misuse and product quality issue. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and burns second degree is considered as possible, for intentional device misuse and product quality issue it was considered not assessable. Batch ga0557 is the only batch within the scope of this investigation. The device history record (DHR), retain samples, thermal results and trending were evaluated. The visual inspection of a retain sample included one carton and the four pouched wraps inside and shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub-class adverse event safety request for investigation received and requiring an evaluation of this batch. The complaint was evaluated to identify any potential trend for the lot and subclass. A trend was not identified. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attribute and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or variable defects recorded for the batch. Considering the current information available for this complaint it is not possible to determine a root cause. No quality issues were identified upon the review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
On 27-nov-2023, bridges consumer healthcare received the following report from angelini s.p.a. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 16/nov/2023 from a pharmacist through diamed (B)(4). Follow-up information received on 17/nov/2023 through diamed was merged with initial. This case report concerns a 63-years-old patient (sex not reported) who applied thermacare heat wraps (lot number: ga0557, expiration date: unknown) for unknown indication. Concomitant medication(s):unknown. Medical history: unknown. On unknown date, after thermacare heat wraps initiation, the patient complained about burns second degree, intentional device misuse, product quality issue. A report from a pharmacy was received on (B)(6) 2023 regarding a consumer who experienced a burn blister due to the use of thermacare on an unknown date. The indication for use was unknown. Follow-up information was received from the pharmacy on 17-nov-2023 regarding the patient's age and application as well as the batch number. The 63-year old consumer applied thermacare heat wraps directly on the skin, the patches were torn. Outcome: burns second degree : unknown, intentional device misuse : unknown. The action taken in response to the events for thermacare heat wraps was unknown. Angelini medical assessment: the pi of thermacare heat wraps mentions that burns second degree could be an adverse event of this medical device, whereas it does not mention intentional device misuse and product quality issue. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and burns second degree is considered as possible, for intentional device misuse and product quality issue it was considered not assessable. The overall assessment for this case is serious/unlabeled/possible. The anticipated date of the next report is 05-jan-2024.